Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. However, on the day of implant, echocardiogram showed left ventricle thrombosis and plan was to monitor and medically treat. In the following two days the patient's condition deteriorated. Continuous renal replacement therapy was started, and the patient was shocked due to supraventricular tachycardia. And atrial fibrillation/rapid ventricular response. The patient would eventually expire. The family decided not to escalate care and ultimately withdrew care.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.